Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called and reported an air detected in the cassette alarm during fill 2 of 5. The patient was unable to get past the alarm and had to cancel treatment. While canceling treatment the patient noted fluid inside the cassette door. A follow up call was made to the patient's nurse. The nurse reported that there has been no patient injury. The patient's effluent has remained clear and no antibiotics have been required. The set was not made available for evaluation.